Manufacturer narrative:
(B)(4). Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 7x40x75 epic¿ vascular stent was advanced via a 035 non-bsc guide wire. However, the device became stuck midway on the guide wire. Both devices were removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.